Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that no images are displayed due to a communication failure caused by cable or charged coupled device (ccd) failure. The cause of the faulty cable and ccd could not be identified. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿ ¿never pull out the video connector by the camera cable. The camera cable could be damaged due to excessive force.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a faulty cable and charge-coupled device. The cable was damaged, and there were liquid seepage marks on the charge-coupled device. Additional issues were identified during the device evaluation: hit and scratch marks were found on the serial number plate; deformation and a sharp edge on the adaptor; and scratches were found on the video connector and adaptor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during maintenance the image on the camera head disappeared. There was no procedure and no patient involvement.